Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Customer's blood glucose level was "high", specific value was not provided. Customer administered a correction injection via mdi.